Event description:
As reported by the user facility: description of malfunction/failure:cracks at positive pressure joint, leakage description of event:on (B)(6) 2024, the patient was given chemotherapy at 11:35, and an inspection at 11:40 found that the chemotherapeutic drugs exuded from the positive pressure connector and the three-way connection. Careful inspection found that the positive pressure connector had cracks. Preliminary handling of event:replace positive pressure connector instead of use no injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. The retain samples were visually/physically tested per specification and were found acceptable with passing results. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.